Event description:
It was reported to philips that the system hung during boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. Upon troubleshooting, fse found that it was stuck in the boot phase. To resolve the problem, fse performed a complete software reload of the suite pc. Philips implementing the correction for the software issue. After reloading the suit pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.